Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level rose significantly, displaying as "high" on the meter; however, a specific value was not provided. The customer responded by administering a correction bolus via the pump. Reportedly, the customer reverted to an alternate method insulin therapy.